Event description:
Per the clinic, the patient experienced two episodes of bacterial, pneumococcal meningitis prior to cochlear implantation. The patient reportedly contracted meningitis again in (B)(6) of 2013 (specific date not reported) and in (B)(6) of 2013 (specific date not reported), the patient developed a cerebrospinal fluid rhinorrhea and otorrhea, and surgery to repair a fistula was completed on (B)(6) 2013. Additional episodes of meningitis were reported to have occurred on (B)(6) 2013. The device was subsequently explanted on (B)(6) 2013. Additional information has been requested but has not been made available as of the date of this report (B)(6) 2013.

Manufacturer narrative:
(B)(4). Device not yet received for evaluation.

Manufacturer narrative:
The following additional information was received regarding the episodes of meningitis: the patient was reportedly immunocompromised and had not received any pre implantation immunizations. The cerebrospinal fluid leak during cochlear implant surgery and was managed both intraoperatively, and with lumbar drain post operatively. A blood culture revealed streptococcus pneumoniae. The patient was hospitalised for 2 month (specific date not reported) and was successfully treated with IV antibiotics (dates and duration not reported). This report is filed february 20, 2014.